Manufacturer narrative:
The device was received for evaluation. During functional testing, an door latches are causing a close door alarm over and over was reproduced. A review of the event history log revealed multiple events of 'shut door - power off". A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an faulty lower hook switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump door latches are causing a close door alarm over and over during an unspecified process step. There was no patient involvement. No additional information is available.